Event description:
This rv lead was implanted on (B)(6) 2000 and was explanted on (B)(6) 2018. A call was placed on 04/18/2018 to technical services stating that this lead is fractured. It was also noted that they will be replacing the ra lead as well. Technical services discussed the data that it only goes out to 10 years and the leads are 18 years old. The physician was dr (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).